Event description:
It was reported the light source had a scope communication b30 error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to clean the contacts of the one touch connector. After cleaning, the customer confirmed the error didn't reoccur. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error occurred due to communication failure caused by foreign material or dirt adhered to the connector. Error did not occur after the contacts of the one touch connector were cleaned. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.